Event description:
It was reported that the hcp (health care professional) was able to aspirate the reservoir but unable to fill it. Per the reporter, the past 2 refills possibly 3, the reservoir was aspirated with no discrepancies, but it could not be filled completely. At the last refill on (B)(6) 2013, there was a discrepancy and the hcp was only able to push 33ml into the pump. This fill was attempted twice, checking for possibly air in the pump, or an insufficient aspiration of the old drug. These were both negative. It was noted that the hcp had very good filling technique. There have been no other discrepancies in the expected pump volume compared with what has been aspirated out, and therefore, do not anticipate a catheter issue. At the previous two refills the hcp was only able to push 35ml into the pump. The patient was getting good relief and had no symptoms. Hyperbaric and scuba diving were not believed to be a factor. The pump was due to be replaced soon as eri was 13 months. It was noted that the patient would be getting an MRI for an issue unrelated to the pump before they would replace the pump. The device system was used to deliver fentanyl, clonidine, bupivacaine and dilaudid. It was later reported that an MRI of the lumbar spine was being performed due to back pain which began in 2006 with lumbar spine surgery. On (B)(6) 2013, only 34 ml could be filled. The pump was replaced. Per the reporter, the pump was dented. The patient outcome was reported as "receiving therapy".

Manufacturer narrative:
Analysis of the pump found pump was retuned alone, with no catheter. The top shield had an indent in it, and the bottom shield was concave as received. During the internal decontamination process, this pump could only be filled with 32 ml. Of fluid. The pump failed the alarm test with a of 60.9 db. The alarm waveform test was done on the pump with the following results. The peak to peak signal during the test was 7.04v and the battery voltage measured 2.84 vdc during the test. The resonator was found to be cracked. The fluid path was also analyzed and no anomalies were found. Two motor stalls with recoveries were found in the pump logs. Based on the event information it was believed that an MRI caused the stalls/with recoveries seen in the pump logs. The pump motor was destructively analyzed and no anomalies were found.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.